Event description:
During a follow up phone call the customer stated that due to sensor glucose and blood glucose discrepancies the insulin pump would go into threshold suspend mode at nights. The customer stated that the sensor would indicate that they had low sensor glucose, but their blood glucose was 110 mg/dl. This caused the insulin pump to go into threshold suspend. The customer stated that they kept calibrating but the insulin pump continues to get threshold suspend. The customer repeated this action for thirty minutes and eventually shut it off. At the time of the call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).